Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:h2,h3, h6, h11 the device was returned to olympus for inspection, and the reported failure of image not displaying was not confirmed. However, device evaluation observed an image snowflake. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the image snowflake was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited no image. The event occurred during inspection for use. There were no reports of patient involvement.